Manufacturer narrative:
Event conclusion: the lead has been returned to cpi for analysis. The terminal pin section only returned. Insulation abrasion 80-85 mm from the terminal pin. Wear pattern appears to spiral around the lead. Multiple abrasions over a length of insulation. Morphology of the insulation breach is indicative of lead-on-lead contact.